Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery alarm. The event was reported to have occurred upon power up in biomed service. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a damaged battery alarm was confirmed and reproduced during product evaluation. The root cause was identified as depleted main batteries as a result of use error. The main batteries and battery harness were replaced to correct reported condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.90. A follow-up report will be filed if any additional details become available.